Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. This medwatch report is associated with MDR # 8030665-2013-00323.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt mentioned that they noticed moisture on the pump heads. Pt stated that during treatment there was an air in cassette leak error. Pt has mentioned that they now have peritonitis. Pt is unsure if this was a result of this leak. Rn confirmed that pt had peritonitis and pd cultures were drawn and were positive. Pt received antibiotics, and the last dose was on (B)(6) 2013. The peritonitis has received; pt is fine.